Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two separate inappropriate shocks on two different days due to t-wave oversensing. The t-wave oversensing was reproducible in the clinic by having the patient lye on their left side with arms above their head in the secondary sensing vector. Subsequently, the s-ICD was reprogrammed to the primary vector which had a clean subcutaneous electrocardiogram (secg) when in the same position. The s-ICD system remains in service. No additional adverse patient effects were reported.